Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient had a pocket infection and was having the ins removed on the day of this report. It was noted the infection was not related to the implant procedure, which was 3 years ago. No further complications were reported. The patient was implanted for unknown symptoms.